Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump deletes his settings every time they change the battery. The customer¿s blood glucose level was 266 mg/dl at the time of the call. The customer has experienced multiple unexpected reset alarms every time they change the pump battery. Troubleshooting was completed but did not resolve the issue. The customer mentioned being hospitalized due to a high blood glucose incident of 400 m/dl. The customer reported that they were treated with manual injections and IV. The customer also reported that they were wearing the insulin pump at the time of hospitalization. The customer also mentioned a low blood glucose incident where they were 50 mg/dl and treated with food. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self test, unexpected alarm error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor . Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. No unexpected signal too low, unexpected alarm or low battery alarms were noted. Unit received with minor scratched display window and case.